Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient's leadless pacemaker dislodged into the pulmonary artery. The device was successfully retrieved, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The device was returned for a dislodgement complaint. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device had a stretched helix, this is consistent with procedure damage. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.